Event description:
It was reported the pt was no longer receiving effective stimulation. An sjm rep met with the pt and observed invalid contacts. The pt underwent lead revision surgery to replace his lead. The pt is now receiving effective stimulation.

Manufacturer narrative:
Result - the complaint was confirmed. The lead was returned cut with electrocautery damage breaching the outer tubing and breaking several wires in the tail of channels 1-8. The opens observed on channels 1-5 could were due to the wires damaged during the explant procedure. A kink with all broken wires was observed in the tail for channels 9-16 along. As the outer tubing was not breached at this location and the invalid impedance was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.